Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 4 weeks ago. Aneurysm morphology was not reported. The middle section of the aorta had a calcified area, the aortic bifurcation was narrow and calcified, the external iliac arteries measured 7mm in diameter and the common iliac arteries were 9mm. It was reported that the pt was not a good candidate for open repair, and the physician elected to attempt treatment endovascularly. The bifurcated stent graft was successfully implanted; however, it was not possible to cannulate the contralateral limb because of the tight and calcified aortic bifurcation. The decision was made to convert the device to aorto-uni-iliac by placing a cuff in the flow divider followed by a fem-fem bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Other (required secondary intervention) - other (difficult to cannulate). Evaluation results and conclusions: small arteries, calcified aorta, tight and calcified aortic bifurcation.